Event description:
While sensor medics italian dealers was installing a replacement analyzer module in the vmax 22 system, the module emitted smoke after being powered up. There were no patient involved and no injuries. This event occurred at ospedale santa chiara in trento, italy.